Event description:
It was reported the cause of the event was wound infection.

Event description:
It was reported there was an explant of at least the lead and possibly the whole system on day of report. It was stated the lead was ¿coming through the skin.¿ it was further reported the entire system was explanted. It was unknown when event first started, which lead caused the problem or cause of issue. It was stated no malfunctions were seen. It was noted no new devices were implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).